Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. As a result, the patient underwent removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #: 3504004bc) on (B)(6) 2020. The devices were discarded and are not available for product evaluation. This report is for the right-sided prosthesis.